Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was transecting the final part of the stomach while creating a gastric pouch (stapling towards the angle of hiss). Using a blue reload, the surgeon reported that the staples did not form properly, the staples failed to secure the tissue and the surgeon had to hand sew the opening with intracorporeal suturing. The procedure was prolonged 180 minutes. The surgeon reported that he felt resistance in the firing trigger initially but then the force to fire relaxed and the trigger forced through with little effort. The patient's condition immediately following the procedure was stable. The surgeon is concerned about the staple line integrity. He did test this by clamping the distal portion of the pouch and inflating the stomach. No bubbles were observed and he was therefore happy that the stapled stomach was sufficiently closed. The patient's recovery is being carefully monitored, the surgeon reported that patient's temperature was "spiking" on (B)(6) and would have a CT scan to assess for a buildup of fluids or evidence of a post op leak.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: the patient is doing very well. Tests are showing no adverse outcome following surgery, they continue to monitor closely but it seems there is no leak at the site of the anastomosis. The surgeon is now happy that this patient has not experienced a leak/adverse outcome related to this event. The surgeon explained to me that he thinks it's possible that the lock out mechanism did not work correctly in this instance and that it is possible that a spent cartridge was inserted.